Manufacturer narrative:
The following is device information for the product previously reported as unknown in initial MDR: triathlon cr fem comp #3 r-cem; cat# 5510-f-302; lot# eft7c; triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# unknown. An event regarding range of motion involving a triathlon cr x3 tibial insert was reported. The event was not confirmed. Method and results: device evaluation and results: the triathlon cr x3 tibial insert showed the locking tab area damaged with a piece broken and cracks along the edge. The locking wire is missing. This was likely due to explantation damage. Medical records received and evaluation: not performed as medical records were not provided. Device history review: review of the device history records indicated devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed from for similar reported events regarding range of motion. There have been no other events for the lot referenced. This product and event will be monitored under quarterly trend request. Conclusions: the exact cause of the event could not be determined because further information such as medical records and x-rays were not provided for evaluation and to determine the root cause. The locking tab area was damaged with a piece broken and cracks along the edge and the missing locking wire was likely from the explanation of the device. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon revised patients right knee due to lack of range of motion.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon cr femoral size 3; cat# unknown; lot# unknown. Triathlon size 4 universal baseplate; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. When completed, the investigation results will be submitted in a supplemental report.

Event description:
Surgeon revised patients right knee due to lack of range of motion.